Event description:
As reported in (B)(4): the balloon of the swan-ganz catheter separated during use. It was successfully retrieved and no patient injury occurred. As reported, "during insertion of the swan-ganz catheter, the anesthesiologist was unable to float the catheter into the pulmonary artery. Multiple attempts ensued after inflation of the balloon. The catheter was withdrawn via the sheath and the balloon checked for integrity. It was then reinserted, inflated and again multiple attempts to float the catheter occurred. The balloon was deflated and the catheter was removed again through the sheath. On inspection, the balloon was missing. Negative pressure, via syringe, was applied to the side port with a small amount of blood returned. Then no return as if the sheath collapsed on itself. The sheath was removed, sliced open and inspected. The balloon was found in the sheath." Follow up with customer indicated that there was no resistance when pulling out the catheter from the sheath and that the patient had an existing line in the right subclavian vein. The report did not specify the site that was accessed for the swan-ganz catheter insertion.

Manufacturer narrative:
The catheter was returned with an arrow introducer, which has the accordion section in the proximal cannula. An arrow contamination shield, a monoject 1.5cc limited volume syringe, 1 non-edwards 3-way stopcock, and 2 injection sites were also returned. Examination prior to decontamination found the balloon latex torn off the catheter tip between the latex bonds; the latex was not returned. The proximal end of the contamination shield was approximately 103 cm from the tip. The introducer was returned cut lengthwise from the valve housing distal through the accordion section and extending to the distal end of the sheath. The sheath was also cut in half at the distal end of the accordion section of the sheath. The introducer sidearm extension tube had also been cut off at the valve housing. The introducer appeared to be a 9fr introducer. The balloon was torn around its circumference. Latex was observed at both proximal and distal bonds. All through lumens were patent without any leakage or occlusion. A slight indentation was observed approximately 103 cm from catheter body. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Visual examination was performed under 10x magnification. The package was not saved at the facility; therefore, the lot number remains unknown. The complaint was confirmed; however, there are no indications that this is related to the manufacturing process. Review of the available information suggests that the interaction between the arrow introducer and the swan-ganz catheter may have contributed to the event reported. It could not be determined if the product was mis-handled. No actions will be taken at this time.